Event description:
Additional information was received that following the implant of the surgical valve, the mean gradient post-op was 4 mmhg. The patient was discharged six days later and the aortic stenosis (as) was resolved without sequelae.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 corrected data: d3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at the time of the symptoms presented the gradient measured 34.4 mmhg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that thirty days following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed the mean aortic gradient was 11.4 millimeters of mercury (mm hg). Three years following valve implant, an echocardiogram showed an increase in mean gradient to 21.4 mmhg and evidence of leaflet thrombosis. Anticoagulant medication was commenced. No adverse patient effects were reported. Additional information received indicated that the thrombosis event resolved with no sequelae approximately 5 months following onset. Approximately 4 years and 7 months later, a transthoracic echocardiogram (tte) identified a mean gradient of 27 millimeters of mercury (mm hg). The patient was asymptomatic. Treatment was not reported. Approximately 6 months later, a tte identified a gradient of 28.4 mmhg. The patient remained asymptomatic and an anticoagulant was started. Approximately 3.5 months later, chest pressure, dyspnea on exertion, and dizziness with standing developed. The patient was being worked-up for a valve replacement.

Manufacturer narrative:
Updated/corrected data: h6 - annex a updated data: d9 h3 - the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. H6 - annex b, annex c, annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b5, h6 updated data: b2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 9 years and 2 months following the transcatheter aortic valve implant the stenosed transcatheter valve was explanted and replaced with a non-medtronic 25 millimeter surgical valve. Intensive care unit (ICU) admission was required post-operatively.